Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Details reported on incoming e-complaint-(B)(4) from field service log #99890: cryosystem. "Leak in the triggers, probably the valves where the injection system arrives."

Manufacturer narrative:
Investigation. Review DHR. Inspect returned samples. *analysis and findings. Complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 20-may-2021 under work order (B)(4) and sold on 15-feb-2022. Manufacturing record review: DHR-302133 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 09-feb-2023. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the defrost valve and valve body o-rings leaking. This is being attributed to normal wear and tear. *correction and/or corrective action. The defrost valve and valve body o-rings were replaced. The unit was tested and found acceptable per form-prod 263. The unit was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
Leak in the triggers, probably the valves where the injection system arrives. Ll100 cryosurgical 900001 e-complaint (B)(4).